Event description:
The patient is (B)(6). Dob (B)(6). Original date of surgery was (B)(6) 2022. He has a distal femur jts and has been struggling for a long time with arthrofibrosis of his knee. The surgeon's plan is to do an open lysis of adhesions and capsular release and then to shorten his tibia to lower his joint line and allow for full extension. The parts that are needed are a new tibial poly and all of the bushings. Nothing will be done on the femoral side and the existing tibial component with passive stem should also be fine.

Manufacturer narrative:
The device will not be returned for evaluation. An investigation of the device history record and post-market surveillance history is in progress and if additional information is obtained, a supplemental MDR will be submitted accordingly.